Manufacturer narrative:
H.6. Investigation summary: two 3ml integra syringes in opened blister packs from batch 8291631 (p/n 305270) were received and evaluated. The syringes and hubs were examined under 10x magnification. It was observed one of the hubs contained a small plastic shard on the threading. One of the hubs and syringe appeared to have no visual defects but dried fluid was present on the threading. Both syringes were rejectable per product specification. Leakage testing could not be performed because the samples were manipulated. Potential root cause for the leakage at connection defect is associated with the assembly process. One syringe contained a small plastic shard in the threading that likely created a channel causing the leakage. One syringe was undetermined. No corrective actions are necessary based on the defective rate identified. Batch 8291631 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced leakage at connection site during use. The following information was provided by the initial reporter: material no: 305270 batch no: 8291631. Per customer, liquid flows out of hub rather than the needle. Occurred on friday (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced leakage at connection site during use. The following information was provided by the initial reporter: material no: 305270, batch no: 8291631. Per customer, liquid flows out of hub rather than the needle. Occurred on friday 8/23.